Manufacturer narrative:
Patient information is not available for reporting. Additional device code used mnh, mni, kwq, kwp. (B)(4) lot# unknown. Device broke during implant procedure. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation as the part of device remained implanted in the patient. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent implant procedure. During the procedure, two tiny bits of set screw (equivalent to locking cap) broke apart and fell into the patient's body. The surgeon decided to keep the implant in the body and not to remove it. Surgeon used four (4) locking caps in total. It is unknown whether the two broken bits were from one locking cap or more. From the observation, it was assumed that the broken bits were from the thread of the locking cap. The broken bits fell in the surgical wound, but were removed before closure. No additional patient harm was reported. The procedure was completed successfully. No prolongation of the surgery was reported. Patient outcome reported as stable. This report is for unknown quantity of matrix locking cap without saddle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The medical device report was reassessed and determined to be reportable malfunction (product problem) only based on the received additional information (the locking cap broke and fragments were fell into wound, however the fragments were removed easily). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.